Manufacturer narrative:
(B) (4).

Event description:
The patient experienced toe curling and severe cramping in the right foot due to an overstimulation sensation after lifting heavy luggage. The cramping worsened when the patient performed physical therapy. The patient has seen her physician several times, who suggested the patient turn the stimulation off while at physical therapy. When the stimulation was turned off, the curling and cramping does not occur. The patient was re-directed back to their physician. Further information was requested from her healthcare professional.